Event description:
It was reported that they have a foley probe connected to the arctic sun device, but it was not registering. Confirmed the foley would read on the bedside monitor. They also placed an esophageal probe, and it would not read on the device. Explained they need to replace the temperature in cable.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Foley probe connected to the arctic sun device, but it was not registering. Confirmed the foley would read on the bedside monitor. They also placed an esophageal probe, and it would not read on the device. Explained they need to replace the temperature in cable. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have a foley probe connected to the arctic sun device, but it was not registering. Confirmed the foley would read on the bedside monitor. They also placed an esophageal probe, and it would not read on the device. Explained they need to replace the temperature in cable.